Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-475-20. The device has not been returned for evaluation; product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related MDR for this event: 2029214-2018-00593. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during embolization treatment of an unruptured saccular aneurysm cavernous segment of the left internal carotid artery, this pipeline flex with shield technology device failed to open at the distal section and encountered resistance in the distal section of the microcatheter. It was reported that maneuvers were made to attempt to open the device, until the microcatheter trapped the device. Less than 50% had been deployed when the event occurred. The pipeline was removed with microcatheter. The anatomy was moderate in tortuosity. The patient was successful treated with 2 other pipeline devices. No patient injury was reported.

Manufacturer narrative:
New information: the pipeline flex with shield stuck within the medtronic microcatheter was returned for evaluation and the pipeline flex with shield was then pushed out from the microcatheter with difficulty. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex with shield braid fully opened and moderately frayed. The kinks and bends were found near the proximal end of the pushwire. The catheter body appeared to be accordioned near the distal tip. No flash or voids molded were observed in the hub. The catheter was flushed with water and found to be patent. The catheter was then tested by running an in-house mandrel through the catheter tip and hub. The mandrel could pass through the catheter tip and hub with no issues; however, resistance was observed at the accordioned locations. No other anomalies were observed. From the damages seen on the catheter body (accordioning), proximal wire (kinking/bending), pipeline flex shield braid (fraying) and hypotube (stretching); it appears there was high force used (pushing and pulling). It is likely these damages occurred when the customer attempted to navigate the pipeline flex with shield through the medtronic microcatheter against high resistance. The damage on the ends of the pipeline flex shield braid is likely the results of the customer re-sheathing the device more than recommended two times. It is possible that the ¿patient's vessel tortuosity¿ may have contributed to the resistance and failure to open issues. Based on the analysis findings and the event descriptions, the customer reports of ¿failure to open at the distal end¿ could not be confirmed as the distal and proximal ends of the returned pipeline flex with shield braid appeared to be fully opened and moderately frayed. The customer reported that the patient¿s vessel tortuosity was moderated; and the devices were prepared per the IFU and the continuous flush with heparinized saline was maintained during procedure. It is possible that the ¿patient's vessel tortuosity¿ and "damaged braid" may have contributed to the resistance and failure to open issues. The damage to the braid on the ends of the pipeline flex shield braid is likely the results of the customer re-sheathing the device more than recommended two times. From the damages seen on the catheter body (accordioning), proximal wire (kinking/bending); pipeline flex shield braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance/retrieve the pipeline flex with shield through the micro catheter against resistance. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex shield embolization device and pushing delivery wire simultaneously . After the distal end of the pipeline flex with shield has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex shield embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ there was no indication that the event was related to a potential manufacturing issue and no DHR was requested, so a device history record review was not performed. However, all products are 100% inspected for damage and irregularities during manufacture. No corrective action is required at this time. Related mdrs: 2029214-2018-00593. If information is provided in the future, a supplemental report will be issued.